Manufacturer narrative:
Unit function properly during prime/delivery, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o ring/seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was not provided. The customer stated that she could not troubleshoot as the device had a broken reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.